Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin. Despite frequent occlusion issues, the customer took consistent actions to resolve them each time. Technical support was contacted for further assistance.